Event description:
A user facility biomedical technician reported to fresenius that a hemodialysis (hd) patient was in treatment utilizing a 2008t bluestar machine when they were noted to be unresponsive. There were no reported alarms during this event. Cardiopulmonary resuscitation (CPR) was administered, but no shock advised. The patient¿s blood glucose was reported to be in the 30s. The patient was transported to the hospital. No additional information was provided, and the patient¿s outcome is unknown. The date of the event was not provided. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between hemodialysis (hd) and the use of the 2008t hd bluestar machine and the patient event of coding and reported low blood glucose. However, there was no documentation in the complaint file to show a causal relationship between the adverse event and use of the 2008t machine. Additionally, there was no allegation of a machine malfunction or deficiency reported for the event. It was reported that the patient¿s glucose was low at the time of the event. It is unknown if the low blood glucose could have caused or contributed to the patient coding. There is no strong evidence of a causal link between hypoglycemia and fatal arrhythmia in humans, but arrhythmias are thought to occur from sympathetic activation triggered by hypoglycemia, followed by excessive vagal counteraction. Cardiac arrests in the dialysis unit are relatively rare events but carry a poor prognosis with the vast majority of patients having no overt symptoms prior to the event. Based on the available information and no allegation or evidence of a malfunction or deficiency, the fresenius 2008t hd bluestar machine can be excluded as causing the patient¿s event of coding during treatment and reported low blood glucose.

Event description:
A user facility biomedical technician reported to fresenius that a hemodialysis (hd) patient was in treatment utilizing a 2008t bluestar machine when they were noted to be unresponsive. There were no reported alarms during this event. Cardiopulmonary resuscitation (CPR) was administered, but no shock advised. The patient¿s blood glucose was reported to be in the 30s. The patient was transported to the hospital. No additional information was provided, and the patient¿s outcome is unknown. The date of the event was not provided. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.